Event description:
The pt had a thoracotomy in 4/2004 and was transferred from the intensive care unit to a step down unit the next day. The pt was on a dash 400 rover vital signs monitor. The following day, 9:30 pm the pt was agitated and was given medication to sleep. At 11:30 pm the pt's vital signs were taken with the dash monitor. The nurse left the room. The next day, at approx 1208 the pt was found on the floor with the chest tube, IV line pulled out and monitor leads off, pulseless and apneic. Resuscitation was started, the pt was in asystole. Resuscitation was unsuccessful. Initially it was unclear if the pt was entered into the system correctly. The co was notified. A failure of adequate qrs should have sent a leads off alarm or an asystole alarm to the central station as well as the pagers. There were logged events until 10:12 pm (bp) then absence of any further transmission until 1227 am the nexy day battery failure. The dash 4000 has been sent to the MFR. The MFR has not completed their eval. The logs ruled out user error.